Event description:
Two (2) small caliber left atrial appendage defects secondary to lacerations, likely from precision anchors during radial expansion of the watchman device. FDA safety report ID # (B)(4).